Event description:
It was reported that there was a problem on the dso (downstream occlusion) sensor. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged (detached) dso (downstream occlusion) seal. Functional test was performed. Occlusion test was used. Ehl (event history log) was downloaded. Customer problem wasn't duplicated. The dso sensor was functioning normally. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.